Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 16.2 mmol/l. Customer received normal assistance, and an insulin injection was administered to resolve bg. Customer reverted to an alternate method of insulin therapy.